Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support agreed to replace the pump and advised the caller to use an alternate form of insulin therapy (mdi) as a backup. The caller was informed that the replacement pump would have updated software, and instructions were given for both the return process and storage mode configuration. The customer understood and acknowledged these steps, and the replacement pump was sent without requiring a signature for delivery.